Event description:
It was reported that the sleeve did not slide not safe to use. Affected quantity not reported. The patient not used this product before.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "not following documented procedure". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the sleeve did not slide not safe to use. Affected quantity not reported. The patient not used this product before.